Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the bad/intermittent connection between scope and output socket was due to a faulty socket, the locking mechanism and scope detection slide are not functioning, a b30 (scope communication error) displayed when the scope was connected to the scope socket. Additionally, minor cosmetic damage, the power switch was updated, 0 or more hours lamp intensity was at 990 and the software version was at 1.03. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a connection was intermittent between evis exera iii xenon light source and the output socket. Further investigation revealed that the output sockets contacts were worn out/dirty. A delay was not reported. The user stated the device was inspected and it was determined the contact pins needed service. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device.